Event description:
The advocate stated her daughter received a blood glucose reading on the contour next link meter that was 200 mg/dl lower than on a different meter. The specific readings were not provided. Depending on the actual results, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer. Only the meter information was provided.